Manufacturer narrative:
Unexpected battery power loss not found during testing. Insulin pump passed the displacement test, active current and sleep current test.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6)2019.

Manufacturer narrative:
The information provided in section b5 date of event and summary with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Supplemental report was created to correct the event date with (B)(6)2019 and the customer was taken to emergency medical service due to high blood glucose on (B)(6)2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 27 mg/dl. The customer¿s other blood glucose were 477 mg/dl and 117 mg/dl. The customer was treated with insulin pump and glucagon, manual injection. The customer state that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer did not allege pump was over delivering. The insulin pump will be returned for analysis.